Manufacturer narrative:
Based on the claim against the product by the customer noting video power loss, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm endoscope was analyzed and the reported complaint was not replicated or confirmed. No error found in log, no error at qap, image is good in both eyes and the scope bearing friction issue was observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting video power loss, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received 30-degree endoscope to perform failure analysis; however, failure analysis is not completed. A supplemental MDR will be submitted if any additional information is received. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to endoscope issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the endoscope had a video loss error code. The endoscope was hot as well. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.